Event description:
A physician attempted an arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. During the procedure, the vessel locator button would not stay depressed. The device was removed and hemostasis was achieved with manual compression.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.